Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: hamilton medical ag received the logfiles of the device for analysis. Based on the analysis of the log files, the device recorded a panel connection lost. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The incident did occur during ventilation. The ventilation continued, no ventilation interruption was reported. The service technician conducted troubleshooting and identified the root cause as a defective ip (interaction panel) esm. Consequently, the defective ip (interaction panel) esm component was replaced. After the replacement, the device worked as intended and passed the test software (tsw).

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): panel connection lost occurred during ventilation. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Additional information: log analysis shows "panel connection lost" arlam. Ip-esm replacement is recommended. Awaiting confirmation that the replacement has been completed.